Event description:
While doing a record check this was noted and would like this reported with other 2 incidents involving this product. Taking arrival of pt in cardiac arrest, using laerdal heart start 3000 pt was defibrillated at 200j after this machine would not get past check electrodes. Crew working code changed pads and continued through with code. Please note this was the second such incident having a problem and was the 2nd of 3 problems.